Manufacturer narrative:
The reported complaint was confirmed. The customer claimed a gas calibration was performed but erasable electronically programmable read only memory (eeprom) review shows the last calibration occurred on (B)(6) 2015 while the error code occurred on (B)(6)2015. Per the 1.69 software update supplement a 540 gas calibration is required for accuracy to be claimed. The error could not be duplicated in the lab, the monitor passed startup self-diagnostics and ran in operate mode with no failures and no abnormal/missing values. The user is aware of proper calibration techniques. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Exact date of occurrence is unknown per the ccp; issue happened in (B)(6) 2015 and occurred towards the end of surgery.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the blood parameter monitor (bpm) was fine and then it intermittently started going between normal readings to readings that were way abnormal. Then the bpm gave an error "f101" and now it will only read hematocrit (hct) and venous oxygen saturation (svo2). The device was not changed out, as they relied on the gas pump. The bpm was taken off the pump after the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical assessment on (B)(4) 2015: the shunt sensor was gas calibrated successfully and for most of the procedure, the bpm functioned adequately and per expectation. Toward the end of cpb, the arterial values of the bpm became abnormal and obviously not accurate. Shortly after, reasonable values were displayed again, but then a "f101" error code was displayed and no arterial values were displayed. This was a hard, unrecoverable failure. Since this occured towards the end of cpb, intermittent blood gas sampling was used the remainder of cpb. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The statement should be the reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.